Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reports the port needle is breaking. No other information was provided. It was reported this occurred with two events. This report addresses the first device.